Manufacturer narrative:
The device was not returned to olympus medical systems corporation (omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The horizontal stripes were displayed at the startup. The mother circuit board had a failure. Olympus repair center confirmed the repair history of the device and found that there were three times repairing for the device in the past as the following. The socket lock was broken. The contact was corroded and the stab was deformed. Multiple contacts in the socket were deformed, and the endoscopic image was not displayed. The socket inside was dirty. The endoscopic image became intermittent. The power switch did not work. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the gastroscopy, the user found that the endoscopic image was not displayed and the color bar was only displayed. The user replaced the endoscope, however, the problem could not be resolved. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.